Event description:
Procedure: lap appendectomy. According to the reporter: mucosa tore on the appendix during the procedure. It could not be reported how the tear was repaired. A new device was opened for the case.

Manufacturer narrative:
(B) (4). (B) (4).